Event description:
Pt 2 days post-op for total knee placement. Surgeon removed drain at which time drain allegedly "snapped". X-ray revealed portion of drain projecting in knee joint which required surgical removal.